Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 68-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During a monthly home visit on (B)(6) 2024, a novocure device support specialist observed the patient experienced a skin reaction described as severe skin irritation and sores on the top and right side of the scalp. In addition, a non-healing deep scab that had been on the scalp prior to optune gio therapy, now demonstrated exposed cranial hardware (screw). Reportedly, the healthcare provider (hcp) was aware and suggested unspecified medication and advised temporarily discontinuing optune gio therapy, although the patient refused. In the images provided, there appears to be a surgical hardware component at the perimeter of a slough covered skin ulcer with an adjacent partial thickness ulcer. An additional image demonstrated multiple skin erosions with mild-moderate erythema on the top of the head. The prescribing physician was contacted for further information without reply.